Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420 / catalog #:1420 / expiration date: 31-dec-23/ serial or lot#:  (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 08-dec-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an elective prophylactic controller exchange due to the controller being three years old.  The new controller was connected to an ac adapter on port 2 and a battery on port1, upon swapping to the new controller the ventricular assist device (vad) did not restart , after 20 seconds an alterative software was used and the vad restarted immediately. It was also noted that the start button was not pressed when needed. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2023 at 08:50:44, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up on (B)(6) 2023 at 07:04:32, indicating the controller was powered on. Various parameters, including time, patient ID, and pump ID were programmed following the controller power up event, indicating the power up event occurred during the initial programming of the controller. Following the initial controller power up, four (4) additional controller power up events were logged on (B)(6) 2023, likely due to the initial programming of the controller, troubleshooting of the controller and/or the reported controller exchange. Further review of the data log file associated with (B)(6) revealed data points on (B)(6) 2023 indicating the vad stopped alarm was disabled. Of note, it was further reported by the site that controller was not disconnected from power after programmed, this would have deactivated the "vad disable alarm" they needed to hit the start button for the pump to start. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. If the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected while the disabled mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 09:22:13, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 09:22:21 likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 09:22:27 indicating the driveline was connected to the controller due to a controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis did not reveal any failure to restart events within the analyzed period. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Internal visual inspection revealed cracks on the standoff post within the controller housing. This is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. During functional testing, the controller was connected to the monitor and the dvsa button was enabled, the controller was disconnected from the monitor and then a motor fixture was connected to the controller, the controller will still be enabled with the dvsa method and thus the controller is not enabled to start, resulting in the controller¿s screen displaying zeros in the parameters and no motor starts. The reported controller power up event was confirmed. The reported failure to restart event could not be confirmed. However, the controller being disabled using the dvsa method was most likely perceived as the reported failure to restart event. The most likely root cause of the controller power up event can be attributed to a controller exchange. The most likely root cause of the reported "did not start event" involving (B)(6) may be attributed to the use of the disable vad stop alarm command button on the monitor. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.